Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their newly implanted stimulator was not working. Device information, interventions and patient symptoms were not provided. Follow up was quested. If additional information is received, a supplemental report will be sent.